Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 4 mg/ml hydromorphone at an unknown dose and 40 mg/ml bupivacaine at an unknown dose via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that a personal therapy manager (ptm) programmer code of (B)(4) was seen on (B)(6) 2017. A pump reset had occurred and pump was in minimum rate mode. The patient had withdrawal symptoms and this was regarded as a sudden change in symptoms. The patient was to be set up for a replacement the next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.